Manufacturer narrative:
Date of event is an unknown date in 2019. Reporter is a mitek employee. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The complaint device was received at the service center and was evaluated. The complaint reported by the customer that the device does not turn has been confirmed. It was found during evaluation that the motor was corroded and did not turn as the motor shaft was stuck. There was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specification. The motor, motor cable and the handcontrol set were replaced. The complaint device was cleaned, repaired, and tested for functionality. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded and the corrosion in turn, would have caused the motor shaft to be stuck. However, given the information provided, we cannot discern a definitive root cause for the defective keypad and the short circuit in the motor cable. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported by the affiliate via phone that the micro tornado handpiece with hand controls does not turn as the motor is jammed and needs service. There was patient involvement but no impact to the patient was reported. The case was identified post-op. The case was completed using a replacement device. There was no surgical delay reported. Upon manufacturer receipt and investigation, it was determined that device suffered an electrical short. This report is for a micro tornado hp w handcontrol. This is report 1 of 1 for (B)(4).